Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that they were using another arctic sun device and they swapped it out due to a burning smell in (B)(6). Now they were getting low flow alerts. In (B)(6), flow rate (fr) was 0.2lpm. Guided to diagnostics showed that the system hours were 955, pump hours were 846, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pads using proper technique with no change in values. Connected pads to old device and inlet pressure (ip) was still 3-psi, but flow rate (fr) was increased to 1.8lpm. They were currently only in monitor mode and not delivering therapy. Explained with inlet pressure (ip) off on both devices they may want to consider changing the pads if they decide to start actively delivering therapy. Asked if they continue to have issues with new pads to call back and advised to hold these for investigation. Lot number for pads: ngjx2427.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that they were using another arctic sun device and they swapped it out due to a burning smell in (B)(6). Now they were getting low flow alerts. In (B)(6), flow rate (fr) was 0.2lpm. Guided to diagnostics showed that the system hours were 955, pump hours were 846, inlet pressure (ip) was -3.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.3lpm. Disconnected and reconnected pads using proper technique with no change in values. Connected pads to old device and inlet pressure (ip) was still 3-psi, but flow rate (fr) was increased to 1.8lpm. They were currently only in monitor mode and not delivering therapy. Explained with inlet pressure (ip) off on both devices they may want to consider changing the pads if they decide to start actively delivering therapy. Asked if they continue to have issues with new pads to call back and advised to hold these for investigation. Lot number for pads: ngjx2427,